Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information that a ventilator is not taking o2 calibration. There was no harm or injury reported. The device has not been returned to the manufacturer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.